Event description:
North american drager anesthesia system;ohmeda oxygen saturation monitor;hewlett packard monitor;dinamap nibp monitor;narkomed anesthesia machine;marquette gas analysis;bard electrosurgical unit;andrews osi surgical table sst-3000;dideco cell saver. During course of penetrating bone of vetebral body via pedicle (right l-2) penetration through bone and into aorta occurreddevice not labeled for single use. Patient medical status prior to event: fair condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, other. Results of evaluation: design - inadequate. Conclusion: user error caused event. Certainty of device as cause of or contributor to event: unknown (cannot determine). Corrective actions: other. The device was not destroyed/disposed of.